Event description:
It was reported that patient components involved was the lead and the programmer. It was also mentioned that patient would have the system replaced in next 6 months. It was noted that one of the lead site was not working and battery life was low. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v249006, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v249006, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
Additional information received reported that the battery depletion was normal. The device had not been replaced. The patient was undergoing other medical evaluation. When they were ready for implantable neurostimulator (ins) replacement, they would replace the lead.